Event description:
Hospital ER physician reported to manufacurer's technical services a patient experienced mental status changes and he thinks the patient is "getting too much morphine" from the pump and would like the programmed dose decreased. The physician was provided local physician contact information as well as manufacturer's local representative for assistance with programming assistance. Emergency procedure information was also discussed and faxed to physician for review. Additional information received from the patient's following physician confirmed the patient was admitted to the ER due to confusion. The symptoms resolved after discontinuing the oral hydrocodone the patient was taking in addition to his intrachecal pump therapy. The following physician reported the patient has recovered without further intervention or sequela.